Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated scan errors while attempting to scan a libre 3 plus sensor and received education regarding the magnifying glass icon indicating glucose trend or data review. Symptoms included no adverse physiological effects and no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with the user and referral to the sensor manufacturer¿s support. Investigation of this case revealed that the scan error persisted after standard troubleshooting and resolved with the recommendation to replace the sensor. It was concluded that the event involved a sensor scanning malfunction without clinical impact and that user education was provided regarding device indicators.